Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative who clarified that the cause of the alarm being heard was that the low reservoir alarm hadn¿t been cleared on the initial screen. There was nothing recent in the logs; it was that the active alarm hadn¿t been cleared.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving bupivacaine a nd morphine via an implantable pump for spinal pain. It was reported that the patient had a reoccurring alarm for the past week going off almost every other hour and the rep wanted to know if tech services had heard of this before. The patient came in yesterday and during the interrogation they couldn't find an alarm or anything in the logs. Rep called back stating the patient provided a recording of the non- critical alarm sounding. The alarm was still going off. They were to come in on (B)(6) 2025 for a refill. Rep was advised to pull the logs for active alarm. The rep later called for assistance on clearing active alarm; tech services assisted with clearing active alarm and educated on how to avoid this issue in the future. No further issues reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer via company representative stated that the active alarm was not cleared.